Manufacturer narrative:
The device in question was returned to olympus for investigation. The device was evaluated and the alleged failure could not be duplicated. Therefore, olympus cannot conclusively determine what caused the user's experience.

Event description:
The user facility reported they experienced a loss of image during procedure. The procedure was completed with the use of another similar device. There was no allegation of harm.